Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown. A correction bolus via pump was administered to address the bg level.customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer continued to use the pump for insulin therapy.